Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, deformation, crease fold. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23/jul/2008, 28/jan/2010, 15/oct/2018, and 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. The events inflammation/irritation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation due to implant exchange. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "unusual pain, tingling, swelling, numbness, or burning of the breast" and "a lump or thickening in or near the breast or in the underarm area." Side unspecified, this record is for the left side. No treatment or surgical reoperation has occurred. Device remains implanted.